Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 21 mg/dl with symptoms of confusion and cognitive impairment. The patient was taken to an emergency room where they were treated with intravenous glucose and food/drink. The reporter stated that the patient had discontinued use of the pump at the time of the call. The reporter noted that there was a bolus delivery at 1 pm that the patient did not believe was delivered by them. The reporter stated that the patient was at a doctor¿s office at the time of the unexpected delivery, but that the patient had not touched their pump since 8 am that morning. The reporter alleged that the insulin had been programmed for delivery by a third party. The reporter was unable to troubleshoot the source of the extra delivery at the time of the call. This complaint is being reported due to the allegation that the patient experienced a hypoglycemic event while on the pump due to an unexpected delivery of insulin.